Event description:
It was reported following an angioplasty of the left anterior descending artery (lad), a 6f angio-seal vip was selected for use. A pre-deployment femoral angiogram was performed and the access was found to be adequate with minimal atherosclerosis present. The sheath was inserted one cm past the point at which pulsatile blood flow was seen. The deployment was completed and hemostasis was achieved. Five days later, the pt returned to the hosp with recurrent chest pain and leg pain. The pulses in the leg were found to be weak. An angiogram was obtained via the opposite leg which revealed a stenosis with clot at the puncture site. Vascular surgery was consulted and access was obtained distal to the lesion and fogarty catheter was used to cross the lesion and when retracted, it met with resistance. The remnants of the anchor were removed. Allegedly, upon insertion of the angio-seal, the anchor had been caught on a plaque from the posterior wall. This lifted up to the anterior wall creating a stenosis. The surgeon confirmed this was not a case of through and through deployment of the angio-seal. The pt recovered fully. The physician will be trained on the use of angio-seal within the upcoming months.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Two radiographic paper print images were received with the complaint. The first image was reported to be taken in 2008 and the second image six days later. There are no identification markers on the images and no right or left markers present. The first image taken in 2008 represents a contrast injection from the introducer sheath. Contrast is seen in the arteries and bladder. The second image represents an angiogram and contrast is seen in the arteries. An area of poor arterial filling is seen at the level of the femoral head. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. A search of the angio-seal database revealed no training record for the deployer. The IFU cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The IFU cautions the use of the angio-seal device in pts with clinically significant peripheral vascular disease.